Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use, states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a coronary intervention, the balloon dilatation catheter failed to cross the heavily calcified lesion. After force was applied, the hypotube separated outside of the patient's anatomy. The balloon dilatation catheter was removed without issue and the procedure was successfully completed. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): excessive force was used when trying to cross the lesion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.